Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 509 mg/dl and want to troubleshoot. Customer does not recall any significant events leading to the error. Customer declined troubleshooting for leaks or air bubbles, site or insulin issues and does not know why she had high blood glucose. Customer was advised to monitor pump per doctor's instruction.